Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-apr-2019 with the following findings: during investigation, there were loss of primes observed in black box; force readings do not reach zero. The rewind, load, and prime steps performed successfully. The force sensor calibration test confirmed force sensor was detecting correct force at 5lbs. There was no loss of primes occurred during testing. The pump was opened and there was no damage found to force sensor circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump repeatedly emitted loss of prime warnings despite cartridge changes. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.